Event description:
A customer reported repeatable falsely high troponin I results on sequential draws from one patient. The biased results were reported to the floor. A cardiac catheterization was performed which gave a negative result. There was no allegation of patient harm.